Event description:
Customer reported unexplained high blood glucose. The blood glucose reading was 597 mg/dl. Customer stated she had attempted a bolus but that it was not working. He stated that the drive support cap appeared to be normal and recessed. Customer found no air bubbles in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit the tubing. He stated that the bolus and basal settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and the cannula was not bent or occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.